Event description:
It was reported that the programmer powered-on with an error message. There was no patient involvement. It was reported that the programmer powered-on with an error. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.